Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4, d5, d9, d8. Correction to g3 of the initial medwatch. The aware date should be 14-aug-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus trading (B)(4) for evaluation. The evaluation of the device confirmed the followings; (B)(4) inspected the returned device using their gif-lv1 and reproduced the reported failure after running the devices for 30 minutes. There was no abnormality in the internal board and appearance. A power supply failure was noted. The device worked normally after the power supply was replaced. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the power supply of the device. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the airflow button and lamp button of the device did not work. This device was being used in conjunction with the endoscopes gif-lv1 and cf-lv1i. There was no report of patient injury associated with this event.